Event description:
While doing an esophagogastroduodenoscopy, the doctor noted linear ulcers in antrum and very poor visualization upon retroflexion. The images of retroflex view were very dark. The doctor noted in progress notes, retroflexion on fundus revealed very poor view due to poor endoscopy function and technical problem with visibility of the scope.